Manufacturer narrative:
(B)(6).

Event description:
It was reported that tip detachment occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal left anterior descending artery. A rotowire was selected for rotablation. During withdrawal, it was noted that a piece of the guidewire approximately 1 cm was missing from the tip, which remained in a very distal position inside the patient. Due to its distal location, the detached tip could not be retrieved using a snare. The device was note removed in one piece. The procedure was completed with the original device. There were no patient complications, and the patient was in good condition without any complications.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. Visual and microscopic inspection showed that a portion of the spring tip had detached and was not returned for analysis. Dimensional measurements were performed, and the specification required a total length of 130.0 inches, plus or minus one inch, with an upper limit of 131.0 inches and a lower limit of 129.0 inches. The returned guidewire measured 129.5 inches, indicating that the overall length remained within specification despite the missing portion of the spring tip. Review of the available media, including an angiogram video, confirmed that a segment of the spring tip had detached and remained inside the patient. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that tip detachment occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal left anterior descending artery. A rotowire was selected for rotablation. During withdrawal, it was noted that a piece of the guidewire approximately 1 cm was missing from the tip, which remained in a very distal position inside the patient. Due to its distal location, the detached tip could not be retrieved using a snare. The device was note removed in one piece. The procedure was completed with the original device. There were no patient complications, and the patient was in good condition without any complications.